Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report: 1627487-2015-01358. It was reported the patient continually complained of positional stimulation from her scs system. Consequently, the patient's physician replaced the patient's scs leads with a different model lead. Postoperative the patient reported receiving effective stimulation coverage and stated the positionally stimulation was resolved.